Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the perforation was unable to be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported minor injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a perforation. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and successfully implanted. After removal of the clip delivery system (cds), a left atrial tear slightly above the annulus of the posterior wall was observed. It was suspected the pin potentially caused the tear during deployment due to a low transseptal height. Mr reduced to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.